Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the craniotome device broke. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. The event date was documented as unknown in the initial report and was updated as (B)(6) 2017. Reporter's facility name and address were reported as unknown in the initial medwatch and have been updated accordingly. The product information was not provided by the reporter in the initial report. Therefore, all of the product information was documented as unknown. Upon additional information received, the product information was updated accordingly. During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the craniotome device had a damaged footplate and did not break as initially reported. It was further clarified that during an unspecified crani procedure, it was discovered that the cutter device broke while in use with the craniotome device. It was reported that all the pieces were obtain. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. It was reported that the patient was (B)(6). There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the damaged foot plate on the craniotome device was noticed after the procedure. It was reported that the event occurred on (B)(6) 2017. The cutter device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering had been represented in the report as report 1 of 2 for the same event. The cutter device has been included in the concomitant medical products section. If additional information should become available, a supplemental medwatch report will be submitted accordingly.